Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device eri replacement, the device telemetry data was not accessible. The physician elected not to retrieve the data manually. The device was explanted and replaced. The patient is in good condition following procedure.